Event description:
Tech found siderail came off the bed, no injuries occurred. Pt was not in the bed at the time.

Manufacturer narrative:
Tech found the screws that hold the rail on to the frame were missing, tech replaced screws and checked function of the rail. All worked normal.